Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 8 atmospheres for a few seconds upon first inflation. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 4mm distal from the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 8 atmospheres for a few seconds upon first inflation. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.